Event description:
The customer reported being in the emergency room due to high blood glucose of 478mg/dl. The customer mentioned that the insulin pump alarmed motor error and no delivery alarm. Advised the caller to verify that the connection is secure and to run a manual prime. The insulin did exit and the device did not alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.